Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a homehoice cassette; further described as "the connection between bag and set, the spike was not entered completely". This occurred during set up of automated peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.